Manufacturer narrative:
Unk-m-72404131, belt cuff fgs 4.5 cm iz, device incontinence mechanical/hydraulic; 72404127, 623007020, control pump fgs iz, device incontinence mechanical/hydraulic.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to balloon was punctured during a biopsy. Balloon, cuff and pump were removed and replaced. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.